Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The assembly process and manufacturing procedure for the product code 1619 were reviewed and there were no findings that could relate to the reported issue. The sample was not returned for evaluation, therefore, the complaint could not be confirmed and a root cause could not be established.

Event description:
The complaint is reported as: the cap will not stay on the port. No patient injury reported.